Event description:
It was reported that the patient was experiencing pain from a foot injury and contortion of the foot due to dystonia. The patient reported she may have broken her metatarsal. She had broken it once before because the foot contorted inward due to her dystonia, and she stated that "it feels the same as it did the first time". Pain was first noticed in (B)(6) 2012. About 2 weeks later the pain increased, and it was reported that her foot started to contort inward at about the same time. The patient stated that she may need reprogramming. Approximately 1 month later it was reported that the patient did not have concerns with her device or therapy. No additional information was available at the time of this report.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 3 7085-60, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 37085-60, serial# (B)(4), implanted: 2012 (B)(6), product type extension, product ID 3387s-40, lot# v858673, implanted: 2012 (B)(6), product type lead, product ID 3387s-40, lot# v813689, implanted: 2012 (B)(6), product type lead. (B)(4).